Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement and loss of capture. A replacement was scheduled, but prior to that date, the patient was brought to the emergency room via ambulance after having experienced a sudden onset of near syncope, weakness, pale color, diaphoresis, and shaking. The patient was in sinus rhythm in the 20's. The lead was replaced.